Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue involved a flange split observed on two tubes. On both occasions, the tube was successfully replaced with no harm to the young patient. There was patient involvement and no patient harm.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.